Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable. A ccu rn reported intermittent autofill failure alarms while using a cardiosave/sensation plus 7.5 fr 40 cc catheter. The issue initially resolved with patient repositioning but later recurred. No blood was observed in the helium tubing. Subsequent troubleshooting identified the balloon was placed via an axillary approach, and an axillary use disclaimer was provided. Esp advised nursing techniques to optimize catheter positioning and eliminate potential kinks or restrictions. Therapy was successfully restarted, no further alarms occurred during the shift, and no patient injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).